Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the ezdilate balloon dilator inflated the balloon to 14.5 millimeters and burst during dilation. The issue occurred during the middle of a therapeutic esophageal dilation procedure that was completed with a similar device. There was an unknown delay and the patient was under monitored anesthesia care. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. This device was returned in a used state. The balloon had a large tear with red residue remaining inside. The inflation hub was also cut off on the other end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. A formal investigation is underway. Olympus will continue to monitor field performance for this device.